Manufacturer narrative:
Device manufacture dates: battery pack - 10/2003. Battery pack - 10/2006. Device eval summary: device eval of both battery packs have been completed. The reported problem was confirmed. The second battery pack was rec'd with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. First battery pack functioned normally. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt rec'd a replacement charger and battery packs.

Event description:
During a review of a male pt's recent download lifecor customer support noticed a couple of "battery charger fault" and "battery pack fault" flags recorded. Support monitored subsequent downloads to see if these continue. In the next download several more "battery pack fault" and "battery charger fault" flags were recorded on both battery packs. Support contacted the pt to discuss the return of the battery. The pt stated that one battery was giving the "battery pack fault" led on the charger. Two replacement battery packs were provided to the pt.